Event description:
The customer reported that elevated cardiac troponin (accutni) results, above the acute myocardial infarction (ami) threshold, were generated from an access 2 immunoassay system for one patient over multiple days. This is report is one of twelve and represents the elevated accutni results generated on (B)(6) 2011. The initial accutni result was elevated and above the ami threshold. The elevated result was reported outside the laboratory however there was no death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat by alternative methods, the repeat accutni results were lower, within the normal reference range and considered valid. A second sample was drawn and retested on the same instrument. The second sample accutni result was also elevated and concurred with the original sample result. The test samples were collected in lithium heparin plasma tubes. The customer performed testing on diluted samples of the original sample (dilution ratios of 1:2 & 1:10) and the results were linear. The customer also performed a heterophile test which resulted as negative for interference.

Manufacturer narrative:
Service was not dispatched for this event as the customer was not questioning instrument performance. Beckman coulter inc. Assessment of customer supplied performance data indicated that all levels of accutni instrument quality control results were within customer established specification during the timeframe of this event and an instrument system check performed on the day of the event yielded acceptable results. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2011-04616, 2122870-2011-04617, 2122870-2011-04618, 2122870-2011-04619, 2122870-2011-04620, 2122870-2011-03101, 2122870-2011-04621, 2122870-2011-04622, 2122870-2011-04623, 2122870-2011-04624, 2122870-2011-04625, 2122870-2011-04626.